Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up of the leadless implantable pulse generator (ipg), the patient suffered from cellulitis of the lower extremity, unspecified laterality. The patient refused hospitalization as recommended but the provider. The patient also experienced dyspnea during exertion and psychophysiological insomnia. It was later reported that the patient had followed up with vascular surgery and the legs were wrapped. The device remains in use. No further patient complications have been reported as a result of this event.